Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that the vns patient's device revealed high lead impedance, dcdc = 7, which resulted from a system diagnostic test performed at a follow up visit. The date of the last system diagnostic test was (B) (6) 2009, which revealed normal device function; output status = ok, lead impedance = ok, dcdc = 2, end of service indicator set to no. Good faith attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date. Revision surgery is likely to occur.